Manufacturer narrative:
D4. Medical device expiration date: unknown. E1. Initial reporter e-mail: (B)(6). H4. Device manufacture date: unknown. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-308 (449282) batch unknown. The customer did not provide panel returns, isolate returns or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-308, a patient sample was incorrectly identified. There was no report of patient impact.